Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified no issues or damages with the balloon profile. No issues or damages identified with the hypotube shaft. A kink was identified in the midshaft, 7mm proximal from the port exchange. A detailed microscopic examination of the balloon material identified a pinhole in the mid-section of the balloon when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A kink was identified in the midshaft, 7mm proximal from the port exchange. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed in the mid-section of the balloon.

Event description:
It was reported that balloon was leaking air. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified heart. A 10mmx2.50mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During procedure, the balloon was leaking air and a pinhole was noted. The procedure was completed with another of the same device. No complications were reported and the patient was stable.

Event description:
It was reported that balloon was leaking air. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified heart. A 10mmx2.50mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During procedure, the balloon was leaking air and a pinhole was noted. The procedure was completed with another of the same device. No complications were reported and the patient was stable.